Manufacturer narrative:
Occlusion alarm - the failure investigation has been completed and the customer complaint was confirmed; however, no failure was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Additionally, when attempting to change the cartridge, the customer received an occlusion alarm. The customer's blood glucose level was 129 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.